Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting on (B)(6) 2017 to the bilateral mid abdomen using a coolcore applicator and to the lower abdomen using a coolcore applicator. On (B)(6) 2017 to the bilateral upper abdomen using a coolcore applicator, to the bilateral chest using a coolcore applicator, and to the left love handle (flank) with a coolcurve applicator. On (B)(6) 2017 to each side of the bilateral back using a coolcurve applicator, and to the right love handle (flank) using a coolcurve applicator. Onset of symptoms was 3-6 months after treatment and the patient was diagnosed with paradoxical hyperplasia (pah/ph) to the upper abdomen and mid abdomen on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting on (B)(6) 2017 to the bilateral mid abdomen using a coolcore applicator and to the lower abdomen using a coolcore applicator. On (B)(6) 2017 to the bilateral upper abdomen using a coolcore applicator, to the bilateral chest using a coolcore applicator, and to the left love handle (flank) with a coolcurve applicator. On (B)(6) 2017 to each side of the bilateral back using a coolcurve applicator, and to the right love handle (flank) using a coolcurve applicator. Onset of symptoms was 3-6 months after treatment and the patient was diagnosed with paradoxical hyperplasia (pah/ph) to the upper abdomen and mid abdomen on (B)(6) 2018.